Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility in question. The event can be detected/prevented by following the instructions for use (IFU) which state: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Also, the IFU (reprocessing manual), 4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd describes the reprocessing procedure recommended by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was not being leak tested during reprocessing. The issue was stated during a requested reprocessing in-service. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An endoscopic support specialist demonstrated proper leak testing during the in-service. The customer stated that they will begin leak testing again. A supplemental report will be submitted if any additional information is provided by the user facility.